Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown implanted: (B)(6) 2022 product type lead b3: month and year valid. G2. Foreign: france. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was no recharging of the implanted neurostimulator (ins). Nothing appeared to be the cause. Forced recharge with the controller, but nothing happened despite more than one hour trying to recharge. "Changement" of the controller and recharger. It changed nothing.  The issue has not resolved, no symptoms reported. Additional information was received, event began (B)(6) 2023, serial number of ins provided. The rep stated that they tried forced recharged four times, but it did not work. The patient too, tried it during more than an hour. According to the healthcare provider (hcp), there were high impedance on the lead. But not all the lead. Called the technical service who told us it was maybe the ins which was not parallel to the skin anymore and was difficult to detect. The issue has not resolved, surgical intervention is planned but rep does not have the date. Controller and recharger are still with the patient. Information confirmed with physician/account. Additional information was provided. Impedance measurements were taken, the hcp has been asked to provide the information. When asked about the ins not being parallel to the skin, it was stated that it has not really been confirmed, they can feel the neurostimulator, it is slightly not parallel to the skin. The procedure will be a repositioning of the ins. Logs cannot be provided. Info confirmed with the physician/account. Additional information was received. Session report provided. It was also confirmed that impedances were good, the rep was told by the hpc it was not (shown in session report). Implant date of lead provided.

Manufacturer narrative:
H3. Device analysis for ins nme794063h revealed there was electrical damage to the hybrid circuit of the ins; consistent with electrical over-stress or electro-static discharge. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that surgical intervention on (B)(6) 2024 to try another recharge was done. The implantable neurostimulator (ins) was with drawn from the patient and sterily recharged, but it did not work. The ins was changed by another ins.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that a date has been set for the ins revision, (B)(6) 2024. The provided information has been confirmed with the physician/account.